Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, it was determined the patient's right atrial lead was dislodged. Surgical intervention took place on (B)(6) 2015, at which time the patient's lead was capped and a new lead was placed. No adverse consequences were reported.